Event description:
Reportedly, the trauma diagnost tube mounting arm did not lock into position properly and it rotated out of its detect position. Allegedly it would have struck the pt in the head if not grabbed by the technologist in time.